Event description:
It was reported that a malfunction alarm occurred. Prior to malfunction, the pump was exposed to fallen snow. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Reportedly, customer received normal assistance by a 3rd party but was not incapacitated due to bg level. A manual insulin injection was administered to address bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿st:slim x2 with control-iq user guide: "you should avoid activities which could expose your pump to temperatures below 41ºf (5ºc) or above 98.6ºf (37ºc), as insulin can freeze at low temperatures or degrade at high temperatures."